Manufacturer narrative:
It was reported that a patient underwent placement of an trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt approximately nine years post implant. The patient also reported mental anguish and fear that the filter might cause further damage. According to the medical records the patient has a history of recurrent bilateral pulmonary embolism (pe) (one year prior), a stoke (ten years prior) with left sided residual weakness, hyperhomocysteinemia, hyperlipidemia, osteoarthritis, obesity, peptic ulcer disease plus gastro-esophageal reflux disease and hypertension. The patient had a surgical history that included cholecystectomy, gastric bypass and lipoma removal from the back (nine years prior). The records noted that the patient had been off coumadin for a few months, was on aspirin and plavix and had recently traveled. The indication for the filter placement was recurrent pe. A trapease filter was placed via the right common femoral vein and deployed just below the bottom of l2. Appropriate filter placement was confirmed under fluoroscopic guidance. There were no complications. Approximately nine years post implant an abdominal computed tomography (CT) scan was performed to evaluate the filter. The results indicated that the filter was tilted 10 degrees toward the left. The left lateral strut of the filter was located 2.5 mm outside of the wall of the ivc, indicating perforation. Incidental findings included prior gastric bypass surgery, cholecystectomy, a left adrenal nodule and diverticulosis. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuousness. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent bilateral pulmonary embolism (pe) (one year prior), a stoke (ten years prior) with left sided residual weakness, hyperhomocysteinemia, hyperlipidemia, osteoarthritis, obesity, peptic ulcer disease plus gastro-esophageal reflux disease and hypertension. The patient had a surgical history that included cholecystectomy, gastric bypass and lipoma removal from her back (nine years prior). The records noted that the patient had been off coumadin for a few months, was on aspirin and plavix and had recently traveled. Additional information received per the medical records state that two days prior to implantation of the trapease filter the patient presented to the emergency room (ER) for coughing, shortness of breath and intermittent chest pain for two days.  A computed tomography (CT) scan of the chest revealed bilateral pulmonary embolism. The indication for the filter placement was recurrent pulmonary embolism. The filter was placed via the right common femoral vein. It was deployed just below the bottom of l2. Appropriate filter placement was confirmed under fluoroscopic guidance. There were no complications. The results of abdominal computed tomography (CT) scans done approximately nine years after the index procedure indicate that the filter was tilted 10 degrees toward the left. The left lateral strut of the filter was located 2.5 mm outside of the wall of the ivc, indicating perforation. Incidental findings included prior gastric bypass surgery, cholecystectomy, a left adrenal nodule and diverticulosis.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and filter tilt. The patient became aware of the reported events approximately nine years after the index procedure. The patient also reports mental anguish and fear that the filter might cause further damage.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, a5, b3, b4, b5, b6, b7, d1, d4, g2, g3, g6, h1, h2 and h6. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilting and perforation. The indication for the filter implant, implant report and medical records have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Cordis vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc perforation could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with operator technique and/or vessel anatomy, specifically asymmetry and tortuousness. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films or post implant imaging available for review the reported events could not be confirmed or further clarified. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unspecified vena cava filter manufactured by cordis. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting and perforation.